Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) that after the first fixation the physician elected to reposition due to deterioration of threshold and impedance values in tether mode, as well as the appearance of noise, which had not been observed prior to screwing. When unscrewing the helix, the helix became stretched. The rvlp was removed and the physician elected to complete the procedure with a different rvlp. There were no patient consequences.